Event description:
The physician performed a percutaneous radiologic gastrostomy to change the patient's 12 french feeding tube to a wilson-cook 24 french balloon replacement gastric feeding tube. Twenty days after the replacement tube was placed, the physician noted a gastric ulcer located at the opposite of the feeding tube tip. The ulcer had healed and was not bleeding at the time of endoscopic evaluation. The patient was reported to be in stable condition.